Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a loss of stimulation/therapeutic effect. The patient had a reappearance of pain at the level of the right leg. The patient also had electrical discharges that were also noted as shocks. The patient was reprogrammed as a result of the event. It was unknown if there was a product issue or if the product problem was resolved. The event was considered resolved on the day of reprogramming. If additional information is received a follow-up report will be sent.